Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a patient disconnect alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a patient disconnect alarm. The rse advised the customer to perform a performance verification test (pvt), specifically the flow accuracy testing, and address any issues found. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 26sep2025, 02oct2025, and 09oct2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.